Event description:
The paracentesis catheter broke during the procedure. When the patient's fluid level was being assessed mid-drainage the tip of the catheter snapped off from the base. The patient was not harmed and the catheter was safely removed, however the procedure had to end early due to equipment malfunction. The catheter came from a para thora tray with lot #604545. Manufacturer response for apparatus, suction, operating-room, wall vacuum powered, cardinal health (per site reporter). Waiting for their response.